Manufacturer narrative:
The customer¿s report of levophed flowing faster than expected was not confirmed. The pcu event log shows that at 9:30 am on (B)(6) 2016 the device was programmed to infuse norepinephrine single strength 8mg in 500ml at 0.5mcg/min (1.88ml/hr). The infusion continued until 9:33 am, when the device was channeled off. The volume recorded as being infused during this period was 0.074ml. Internal inspection showed minor fluid ingress underneath the membrane frame, however, this ingress did not interfere with the mechanism assembly. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and functional testing resulted in no leaks. The root cause of the reported event was not identified.

Event description:
The customer reported that during an intended infusion of levophed at 0.5 mcg/min, fluid in the drip chamber was observed to be flowing faster than expected. The patient stated that she felt the medication, and the nurse noticed the patient's pressures spiked which was confirmed in the electronic medical record recording. The infusion was stopped and the patient's blood pressure stabilized; no lasting adverse effects were reported. The levophed had been set up as a primary infusion through the pump and was connected below the pumps to a normal saline infusion which was on a separate pump module. The facility biomed tested the device and stated the results were inconclusive.